Event description:
It was reported that prior to staring a da vinci assisted surgical procedure, customer was getting a fault at start up for universal surgical manipulator (usm) 2. Tse reviewed logs and found 1162 faults, technical support engineer (tse) had customer hard cycle patient side cart (psc) but faults persisted. Site is looking to use system as a three usms system in the interim intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: all known information regarding the fault was provided in the initial complaint. No additional information is available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 2 due to error 23799. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 2 was analyzed and the 1162 error was found indicating an ac magnetic cannula fault confirming the fault occurred in the field. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The axes controller spar connector (acsc) printed circuit assembly (pca) and the cannula flat flex cable (ffc) are consistent with the reported event and are a potential root cause.